Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the manufacturer has not yet received confirmation on the re-intervention (i.e. Device remains implanted), no further device investigation was possible at this time. The manufacturer attempted to retrieve additional information on the event and on the type of dysfunction noted, but no further details has been received to date. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. However, from the document review performed, no manufacturing deficits were identified. Should further information be provided in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Device still implanted.

Event description:
The manufacturer was informed of a dysfunction with the perceval valve pvs21. The implant date is presently unknown and a re-intervention is scheduled to replace the prosthesis with another biological valve, although details on the re-do surgery have not been provided yet.